Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a frozen application. A technical service engineer instructed to reset the cabinet when it was offline and restarted the cabinet to resolve the issue. The system functioned as intended after the technical service engineer troubleshooted the device.

Event description:
It was reported that when using the pyxis medflex system, there was a cubex application failure, drawer did not open. A customer reported issue occurred when dispensing medication to patient. There were no adverse events or injuries reported based on this incident.